Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump passed idle current test. The pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that her blood glucose dropped down to 23 mg/dl and she was treated by emergency medical services. The insulin pump was alarming for a button error. The customer declined troubleshooting for the low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The recording of this phone call was reviewed to see if the customer had treated the blood glucose reading of 282 mg/gl. After listening to the call, found that the customer had not treated the blood glucose, and was hoping to get the pump working in order to treat. The customer was advised to get a back up plan of manual injections due to the pump getting replaced.